Event description:
It was reported the lead was explanted and replaced due to oversensing of noise, high impedances, intermittent pacing and inappropriate therapies. The patient indicated he had previously sustained an injury near the implant area. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): distal conductor fractured; full lead returned and analyzed.